Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/25/2024, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 universal quick connect handle broke off when the handle was connected to the guide in the hard bone; when the drill bit contacted the secondary guide, the guide tweaked, and then the handle broke off. This was discovered during a procedure on (B)(6) 2024, with no patient harm. Additional information was received on 5/8/2024: this was discovered during a reverse total shoulder procedure on (B)(6) 2024. The ar-9215-1-03 universal quick connect handle broke off during use while in the patient. All fragments were retrieved. The case was completed using the other quick connect handle. There was no case delay and no adverse effects on the patient reported.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time. The manufacturing date is 2021.